Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had visible damage to display. Top and bottom bezels cracked in multiple areas. Device took a hard hit on the bottom right hand corner of the display. Faulty line in upper display causing disruption to critical readings for clinical use. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) stated that the customer opted to have the entire display assembly replaced. Also replaced expiring safety disk. Full pm, calibration, safety, and functionality checks passed factory specifications.